Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room and upon lead testing the lead exhibited high threshold measurements, loss of capture, and oversensing. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.